Event description:
It has been reported to philips that the system would not expose. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the x-ray tube. The fse replaced the x-ray tube, performed adjustments and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during a coronary diagnostic procedure, the procedure got delayed and it was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not expose. Review of the system logs showed x-ray generator errors (tube current out of range). The fse did system troubleshooting and found issues with the x-ray tube. The fse performed tube adaption, conditioning but the issue existed. On further analysis, the fse identified that tube is damaged. The fse ordered and replaced the x-ray tube to resolve the reported issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.